Event description:
It was reported that when the asymptomatic patient presented for a routine device check, the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench, and an anomalous component on the hybrid was noted to be the cause of the reported inability to interrogate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.